Manufacturer narrative:
Analysis of device confirms device failure. This report is submitted on 03 december 2019.

Manufacturer narrative:
This report is submitted on august 15, 2019.

Event description:
Per the clinic, the patient experienced intermittent function with device resulting in the decision to explant the device on (B)(6) 2019. The patient was re-implanted with a new device during the same surgery.